Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia could not be determined through this evaluation. The patient remained ongoing on the device. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's multiple admissions for vt are reported under MFR #'s 2916596-2020-00810, 2916596-2020-00814, and 2916596-2020-00815. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ventricular tachycardia (vt). The healthcare provider noted that it was "hard to say" whether the patient's vt was related to his left ventricular assist device (lvad). The patient experienced multiple implantable cardioverter-defibrillator (ICD) shocks. The patient also underwent ablation and received intravenous medications as well as oral medications. The patient was admitted multiple times for vt and it is unclear which symptoms and treatment the patient experienced during each specific admission.